Event description:
The customer reported the system would not save cine runs. No pt injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced hard drive, reloaded system software, and reformatted the cine drive. The system operates as intended.